Manufacturer narrative:
Investigation is currently in process. Once completed a f/u medwatch 3500a will be submitted.

Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor, stated the axle pin for the u-joint and body was gone and the weld on the opposite side was separating. The distributor's investigation further stated it is indeterminate as to how or why a part of the spot weld showed up in the x-ray. The cause of the malfunction was attributed to design, and fatigue loading of the weld joint. The design of the product is distributor owned and changes were made to address the failure mode observed, however this complaint sample was manufactured prior to those changes. No further investigation is required. Complaint information provided by smith & nephew. Complaint sample not returned to the manufacturer (B)(4). Not returned to manufacturer.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.

Event description:
Customer reports on (B)(6) 2014; during an unknown procedure instrument was used to impact r3 shell. Later determined via x-ray that a spot welded part had broken off during shell insertion and this piece was seen on post-op x-ray. No add'l info was provided on patient outcome. Patient age and gender are unknown.